Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with irritation, itching, rash and redness extended beyond the patch perimeter. The patient went to his general practitioner on (B)(6) 2022 and an unspecified oral antibiotic was prescribed. At the time of the report, the skin reaction had subsided after taking the antibiotics. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.